Event description:
It was reported that pump experienced malfunction while the customer was undergoing radiation therapy, with pump left on shelf in same room but not on body. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.